Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains and the patient will continue to be monitored by their health care provider.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.